Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra aortic balloon therapy, when attempting to insert an iab catheter using normal procedures, the wrapping on the balloon part had come undone.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The sheath was not returned for evaluation. Two kinks were found on the catheter tubing and inner lumen near the y-fitting approximately 64.8cm and 73.7cm from iab tip. The optical fiber was found broken at the kinked location of 64.8m. The location of the kinks found are unlikely to be due to difficult insertion as the kinks were at the proximal end of the iab, which does not affect advancing the iab into the patient. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).